Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was 403 mg/dl at the time of incident. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was active. There was no symptoms rereading high blood glucose. Customer does not allege insulin pump was under delivering. Customer declined to check for the presence of leaks or air bubbles in the tubing. The insulin pump will not be returned for analysis.